Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received an "off no power" alert and did not receive any warnings or low battery alert prior. Customer's blood glucose was 453 mg/dl. During troubleshooting, customer reported that insulin pump was not dropped or bumped. Insulin pump did not turn on and customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with a blank display. However, after the electronic boards were separated and reconnected, and it powered on properly. The problem was isolated to the electronic stack. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.